Manufacturer narrative:
Failure analysis noted that the pump alarmed compromised force sensor system during the prime/ compromised force sensor system alarm test at 4 pounds due to moisture damage on the force sensor resistor. The pump had cracked reservoir tube lip, broken belt clip slot and scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump alarmed compromised force sensor system. The customer's blood glucose was 104 mg/dl at the time of incident. The customer stated that she received the alarm after priming the pump and it did not let her do anything. The customer stated that the pump was in a loop. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.